Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had post-sensed t-wave oversensing (pstwos). Programming changes were made to resolve the issue and no patient consequences was reported.